Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell into a pool while wearing the pump. Subsequently, although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has manual injections and a backup pump available as alternate insulin therapy.